Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle only, 25 g x 1 in. Dislodged from the safety portion when attempting to draw up vaccine. The following information was provided by the initial reporter: bd safety glide injection needle 25g needle dislodged from the safety portion when attempting to draw up vaccine.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 13-dec-2022. H6: investigation summary: it was reported the needle dislodged from the safety portion. To aid in the investigation, one sample with the plastic shield, but no packaging blister was received for evaluation by our quality team. A visual inspection was performed. Inside the plastic shield is the safety mechanism, which is not assembled to the needle hub with the needle. No damage of any type, and no other defects or imperfections were observed. This defect could occur during the manufacturing process if the fixture holding the needle assembly was not in the correct position when assembling the safety mechanism. A device history record review was completed for provided material number 305916, lot number 1095591. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 1095591 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Verification of the safety mechanism assembly process was performed. The settings were correct, the fixtures were positioned correctly, and the flow of product was good. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that the bd safetyglide¿ needle only, 25 g x 1 in. Dislodged from the safety portion when attempting to draw up vaccine. The following information was provided by the initial reporter: bd safety glide injection needle 25g needle dislodged from the safety portion when attempting to draw up vaccine.